Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the demonstration of an opthalmic laser probe did not fit into the trocar. There was no patient involvement.

Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for testing on this investigation. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. There were no relevant complaints found, as part of this investigation. The mslp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and the laser probe was unable to be inserted without resistance. A visual assessment under a microscope was performed and revealed excess adhesive at the tip. The root cause of the reported event is attributed to excess adhesive. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in section h.6. The manufacturer internal reference number is: (B)(4).